Manufacturer narrative:
D4 model no - correction. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - correction. Primary UDI number - correction. H2 correction. H4 device mfg date - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient and spouse noticed that the reading on the dexcom receiver was 55 mg/dl. There was no fs/bg taken. The spouse gave him a juice and they observed for 45 minutes. The patient was reportedly asymptomatic. The cgm remained around 54 to 55 mg/dl. The spouse decided to call paramedics to have him checked. When paramedics arrived, the cgm was still 55 mg/dl and fs value is 31 mg/dl. Paramedics gave IV. The blood glucose stabilized and the patient was in good condition during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.